Event description:
Pt had silicone breast implant for breast reconstruction post subcutaneous mastectomy. Pt has had chronic pain in chest since removal of implants. She also has exacerbation of optic neuritis and blindness.